Manufacturer narrative:
Additional information was provided which was not included with the initial report.

Event description:
It was reported via phone call that customer was not sure if the auto mode feature was on or off during low blood glucose event.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels. Customer¿s blood glucose level was below 40 mg/dl. Customer treated their low blood glucose levels with carb intake. Customer declined to troubleshoot for low blood glucose levels. Customer was advised to follow up with their healthcare provider about scar tissue and proper site insertions. Customer did not mention if auto mode was in use. The insulin pump will not be returned for analysis.